Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, a packaging/labeling issue was encountered. It was noted that the device was not corresponding with the labeling regarding the length of the device. An 8 mm length was requested however the device which was implanted appeared to be a 12 mm length, 4mm length longer. No specific measurement was taken prior to treating the artery, it was a direct stenting procedure, the lesion was not predilated. It was indicated that it was not possible to make any reliable measurement. The lesion did not have major calcification it was a focal lesion in the diagonal artery. Missing/incomplete/inaccurate data was reported on the device labels. There was no correspondence between the length of the device and what was indicated on the device box. It was not possible that the device was swapped and placed within the incorrect device box, the device was in its packaging and used in the patient immediately after removing from the packaging. There was no issue and no consequence for the patient during the procedure. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected prior to use with no issues noted. Negative prep was not performed. The patient was ok. No patient complications have been reported as a result of this event.